Event description:
The customer stated that the prism analyzer is generating an increase in initial (B)(6) results on 6 donor samples with reagent lot 24092m500. The 6 samples were tested by ortho eia and all were (B)(6). The customer stated that these donors have always been (B)(6) in the past. There was no reported impact to donor management. No additional donor information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, specificity testing, and a review of device history records. Review of the complaint data for abbott prism (B)(6), list number 6d18-68, lot 24092m500 did not show any unusual activity related to the customer's issue. Additionally, review of the lot's device history records did not reveal any issues related to the customer's observations of high reactive rates. An analysis of the field data reported to the prism metrics database for abbott prism (B)(6) reagent lot 24092m500 was performed. A total of (B)(4) samples had been tested across multiple customer sites at the time of the review. The overall initial and repeat (B)(6) rates were calculated to be 0.07% and 0.06%. These initial and repeat reactive rates were less than the abbott prism (B)(6) package insert (commodity g1-0025/r08) upper 95% confidence intervals of 0.38% and 0.37%. As a result, the lot is meeting labeling claims for clinical specificity. Based on the investigation, there is not enough information to reasonably suggest a malfunction or a deficiency of the product, as the lot is performing as expected, and no new performance issues were identified.